Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
Related manufacturer reference number: 2017865-2023-47009. It was reported the patient presented for a leadless pacemaker (lp) implant. During navigation, once the lp was in the right ventricle, the physician began to pull back the protective sleeve when the device dove towards the apical region. The lp was being reoriented when it was observed the helix had become slightly extended. Mapping continued when a commanded electrocardiogram (egm) was taken showing a fractionated wave signal with a segment depression. Five seconds after collecting the commanded egm, the patient's heart rate and blood pressure dropped significantly. Cardiopulmonary resuscitation was initiated, and an echocardiogram was performed to confirm pericardial effusion and perforation. The chest was opened to attempt to stabilize the patient. Ultimately, after many attempts, the patient passed away.